Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture and high threshold measurements. A fluctuation in pacing impedance measurements from 700 to 1200 ohms was also observed. According to the field, no noise was seen and there was no asystole involved as the patient had an underlying rhythm of above 30 beats-per-minute. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.